Event description:
The following was reported to davol by the patient: (B)(6) 2006 - patient was implanted with a bard/davol composix kugel mesh. In 2007 - patient underwent surgical procedure for repair of undefined hernia. An unknown mesh product was implanted, originally placed mesh was not removed. In 2008 - patient underwent surgical procedure for repair of undefined hernia. An unknown mesh product was implanted, previously placed mesh products were not removed. (B)(6) 2014 - patient visited the emergency room, due to severe abdominal pain and was admitted. CT scan revealed "bowel blockage" said to be caused by scar tissue. Patient reports lower left side abdominal pain, continuing since bard/davol composix kugel mesh implant in 2006. Patient is currently following up with primary care physician and is being treated conservatively for the bowel blockage.

Manufacturer narrative:
Based on the limited information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. The reported bowl blockage was associated to scar tissue and the patient has had multiple surgical procedures. A review of the manufacturing records shows that the lot was manufactured with no anomalies. Patient alleges that she has had some level of pain in the area that the davol mesh was placed since the time of implant. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.